Event description:
The customer reported that the insulin pump does not alarm no delivery. Unable to conduct the high pressure test as the customer didn't have a tubing clamp. Offered a replacement insulin pump, but the customer declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.